Event description:
The customer contacted beckman coulter inc (bec) in regards to instrument generated intermittent erroneous co2 results. Erroneous result was not reported out of the laboratory. The sample was repeated on the alternate dxc in the lab and the obtained result was reported. Patient results are provided. Patient treatment was not impacted by this event

Manufacturer narrative:
The sample was serum. No additional information as provided. Per the customer, qc run prior to the event was within lab-established ranges. Qa review of the qc shows that the lab's ranges are wide, and qc did exhibit imprecision in the days prior to the event. A bec field service engineer (fse) found a bubble on the co2 measuring electrode. The fse replaced the electrode and membrane and verified performance.

Manufacturer narrative:
Change from: the sample was serum. No additional information as provided. To: the sample was serum, collected in sst tubes and lithium heparin tubes and spun down for 10 minutes.